Manufacturer narrative:
Other text: returned device was received in decent physical condition. It was noted that there were cracks on the water tank cover. During the evaluation of the device, there was water leaking from the left bottom screw of the water tank cover. The leaks were caused by over torqueing the water tank screws by the customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that the level 1 hotline low flow systems - hl-390 leaked. The malfunction was discovered during pre-use.